Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services reviewed the disk analysis, and were able to confirm the premature depletion. Therefore, the device was explanted and replaced, and is expected for return.